Event description:
It was reported that post implant intermittent loss of capture on the right ventricular (rv) lead was noted on external telemetry. X-ray after the episodes showed the rv lead was intact. Possible atrial undersensing was also noted. The leads remain in use. No patient complications have been reported as a result of this event.